Manufacturer narrative:
Continuation of d10: product type catheter section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) on (B)(6) 2023 regarding a patient receiving gablofen with concentration 2000mcg/ml concentration at a dose rate of 720.8mcg/day dose) via an implantable pump. The indication for use was intractable spasticity. It was reported that the hcp stated that the patient was convinced that the medicine was not getting where it needs to go and was interested in a dye study. The hcp stated that they had "ruled out other causes like infection and that kind of thing" and they had a concern for a bony block. The patient mentioned that they "can taste the medicine from time to time." The hcp mentioned that the patient had a rotor study in the past. The hcp stated that at last pump refill on (B)(6) 2023, they got 8 cc out and expected 4cc from the pump reservoir. The issue was not resolved through troubleshooting. Additional information was later received from a healthcare provider on (B)(6) 2023. It was reported that "over 6 months ago" the pt started feeling lack of efficacy. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). It was indicated that the patient was "tasting the drug" at refills. A dye study was performed where dye was seen in the pocket (did not see drug go intrathecal); however, the patient responded subjectively to a therapeutic bolus programmed with the clinician programmer. The dose had been decreased by 20% to 575 mcg/day. The physician was questioning if that would be appropriate after the pump and catheter are to be revised on (B)(6) 2023. The physician further indicated that the patient will be receiving 24 mcg/hour. At the time of the report bolus dose amounts at trial (75 mcg or 100 mcg) were being considered and that monitoring the patient for symptoms would be key.

Manufacturer narrative:
D10 correction (continuation of d10): product ID 8780 serial# (B)(6) implanted: (B)(6) 2016: product type catheter product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 14-apr-2018, UDI#: (B)(4); product ID: 8709sc, serial #: (B)(6), ubd: 05-oct-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.